Event description:
Heparin infusion started at 0300. Rate 0.63 ml/hr. At 0700 nurse reported that none of the heparin had infused. Baby required a bolus of heparin o subtherapeutic anti-coagulation laboratory tests. Review of device event logs indicates that device alarmed for pt pressure occlusion at 0534 and device restarted at 0535. At 0713 device alarmed pt pressure occlusion and device restarted t 0715.